Event description:
A surgeon reported that there was leakage from the valved trocar cannula during a procedure. Using a plug, the case was able to be completed w/o harm to the pt. No add'l info is expected for this event.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because a sample was not returned, the root cause cannot be determined. (B)(4).